Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported the recharger needed to be replaced because the "keys were sticking on the recharger" and they couldn't get the recharger to charge the ins. A charging session was started with the patient and normal charging session was achieved. The patient reported that they have been seeing a message with a doctor face and a 3 letter or number code but didn't remember what it was that was preventing them from charging. The patient reported that they were due to get a battery replacement due to normal battery depletion soon. The patient was reviewed that the message could be an eri and was told the meaning and how to bypass the message. The patient reported that they had just gotten out of the hospital "for something else" and were going to be in terrible pain for a couple of days. The patient also stated that they were in terrible pain from the hospital and stated that wasn't device r elated. The patient reported that they were in pain because they can't charge the implant. Additional information received from the patient stated that the recharger had a 375 and 376 error codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the replacement of their recharger had helped with their pain, but that their pain would not go away "for the simple fact" of them having "too much metal" in their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that the replacement recharger resolved patient's pain.